Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2009. During the procedure, the handpiece blade began stuttering, making a loud noise, and would not cut approx seven minutes into the case. The pt's uterus weighed 1225 grams and was somewhat calcified. A second handpiece was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 03/04/2009. Blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00216. The same pt is represented in each medwatch.